Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No moisture damage on traces or display board noted per visual inspection. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window.

Event description:
Customer reported that the buttons on the insulin pump were not working and the numbers are scrolling. Customer stated that they wear the insulin pump in their waist and it may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.